Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 85% stenosed, 28x3.5mm and eccentric target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. The lesion contained between a 45 and 95 degree bend. Predilation was performed, leaving 70% residual stenosis in the lesion. A 28 x 3.50mm rebel stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.